Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. Device investigation summary: during evaluation of the sample a tear was observed on the anterior aspect measuring approximately 2.07 cm. Microscopic test was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced rupture on the left side intra-operatively. As a result, the patient underwent device removal and replacement with a 275cc mentor memorygel breast implant, catalog number 3542751, lot number 7500586 on (B)(6) 2018.